Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 420 mg/dl at the time of the incident. The mother stated that the pump stopped working an hour ago. The customer stated that the screens were cracked. The customer reported damage to the right side where the battery icon is on top of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.